Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the reported issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the fiber broke during procedure in three places. The doctor was able to remove the broken parts from the bladder. The intended diagnostic cystoscopy laser lithotripsy was completed with no patient harm or injury reported. There was no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to correct the initial reporting decision from a reportable malfunction to a reportable serious injury and malfunction as reflected on b1, b2, and h1 as well as provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for a physical evaluation. A manufacturing device history record (DHR) for this complaint could not be obtained as the device was not returned and thus could not be scanned by the original equipment manufacturer (OEM) to receive the OEM serial number. Without the OEM serial number, the OEM is unable to lookup the DHR information. The lot number listed is a packaging lot number, which is not associated with the OEM serial/lot information. The packaging DHR for this device was reviewed with no abnormalities noted. The probable cause for this failure mode cannot be determined as the device was not returned for evaluation. Possible causes for this failure include device mis-handling, the device being less flexible than expected or the laser fiber tip having been damaged during the cleaving process. Olympus will continue to monitor field performance for this device.